Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a worn scope socket and slider switch.

Event description:
A user facility reported to olympus that the device generated an e300 scope error and the panel lights were blinking. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the light guide could not be detected and e300 error occurred because the connection with the endoscope became unstable. This instability happened due to wear of the output socket and the slide switch. When these events occur, it causes all led indicators to blink.